Event description:
Hcp reported hepatic arterial catheter was occluded. Intra-operative attempt to de-clot catheter was unsuccessful. Catheter was ligated and pump removed. The device was returned to the manufacturer for analysis. A followup report will be sent when additional information is received.